Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. The customer was instructed to flush the line and successful flushing was achieved. They did swap the pump out and received the same result. They were instructed to remove the fiber optic sensor and connect the central lumen pressure. A zero was programed successfully and pumping/ support to the patient was never interrupted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.